Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that while the puncture trial was performed, the patient had a fever. Examination was conducted and it was confirmed that crp value increased, the patient had an infection. After the infection was identified the two leads were explanted immediately. No x-ray images were available. It was unknown if there were any external factors that contributed to the issue. The issue was not resolved at the time of this report. The physician¿s observation about severity was no severe. The indication for use included lumber discopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.